Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was off/disabled and no longer providing therapy. The patient stated that their legs were hurting all the time, but then they started hurting really bad. At that point, the patient checked their device and saw that it had reached an end of service (eos) battery status. The patient realized that their ins battery had shut off and wasn¿t working. The patient was dissatisfied with the longevity of their implant battery as it only lasted two years. Their previous battery lasted five years and they were told by their healthcare provider (hcp) that their current battery would last five years as well. Longevity information for primary cell batteries was reviewed with the patient. The patient was redirected to their hcp to discuss replacement options. It was noted that the issue occurred a day prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.